Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported during the cleaning and sterilization process that the ball bearings were falling out and discovered missing from the provisional templates.